Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose alerts while using the ilet system with inset teflon infusion sets; troubleshooting confirmed insulin delivery function, a dry intact infusion site, correct tubing connection, and drops observed on fill, with meal announcements documented and the user moving insertion sites within the same general area, and the user proceeded with an unassisted supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and there was insufficient information regarding any device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.